Event description:
The reported issue was found before the procedure and the subject device was not used on a patient. The intended procedure was completed using another similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Although it was confirmed that the device was reprocessed prior to being sent in for evaluation, the reprocessing steps performed at the user facility were not specified. This event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had an obstructed air/water channel. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the device nozzle was clogged with foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the malfunctions reported in section b5 the following findings were noted; the up/down knob could not be locked securely due to wear of forceps elevator lever, the scope cover had a crack, the switch one had a cut, the insulation resistance value at distal end did not meet the standard value due to burn on the plastic distal end cover, no water was fed due to clogging of nozzle, the bending angle in up direction did not meet the standard value due to wear of angle wire, the objective lens had a chip, the light guide lens had a chip, the adhesive on the bending section cover had a chip, the connecting tube had a buckling, and the universal cord had coating peeling. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.